Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 29mmol/l, with symptoms of dehydration, associated with an alleged absence of occlusion alarm. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump history did not record two occlusion alarms. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an absence of occlusion alarm.